Event description:
A customer reported a malfunction regarding their pump, specifically with error code malf 12. There was no indication of any adverse impact to the customer's blood glucose level due to the malfunction. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support advised the customer on how to put the pump into storage mode and instructed them to return the pump using a prepaid label within ten days.